Event description:
A medtronic representative reported a site navigation system computer that intermittently shuts down. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.